Event description:
The patient underwent bilateral breast reconstruction surgery with tissue expanders, and was implanted with the flexhd allograft. On or about (B)(6) 2010, she returned to the surgeon's office for a follow-up visit. It was reported that the wound site "had broken down and contained fluid". The surgeon obtained cultures of the fluid around the wound site and from under the mastectomy flaps. A sample of the flexhd tissue was also cultured. The cultures were positive for (B)(6). Additional information has been requested; not yet received. Dose, frequency & route used: single use, 064. Therapy dates: (B)(6) 2010. Diagnosis for use: soft tissue repair.